Event description:
It was reported that the right atrial (ra) lead was not sensing appropriately due to clavicular crush. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product 5054-58 lead, implanted: (B)(6) 2002. (B)(4).